Event description:
It is reported that the patient was revised due to laxity. During the revision surgery the surgeon found that the post on the articular surface had broken off.

Manufacturer narrative:
This report will be amended when our investigation is complete.